Manufacturer narrative:
"The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and problem was resolved." Should be corrected to the following: "the lens was exchanged on (B)(6) 2018 for a shorter lens and the problem was resolved." Device code 1494: off label use (acd<3.0mm). Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found a tear on the lens haptic. Claim#: (B)(4).